Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service through the event history. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be the depleted main batteries. To correct the condition, the main batteries and the battery harness were replaced. If any additional information is received, a follow-up MDR will be sent.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found with four occurrences of a battery depleted set alarm. There was no patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.